Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.